Event description:
I am a red cross certified lifeguard in (B)(6). I was familiarizing myself and my colleague at a pool in (B)(6) with the zoll AED plus automated external defibrillator and found it was extremely difficult to the unit up to use child/infant pads because the adult pad was pre-plugged in and was extremely difficult to unplug due to a serious design problem. I was finally able after a min or more of effort to pry the plug out of the sole socket with my fingernails - a critical minute in a CPR emergency - and insert the child / infant pads as a test. But there is no indication that the socket is the only one, nor is there any grip or tab to remove the plug. The same issue would be encountered changing from the child / infant pads to the adult pads in a reverse situation. It may have been possible to rip the plug out by the cord, but I was unwilling to risk destroying the only adult pad set in my familiarization routine, and it seemed dubious anyway due to the tightness of the plug. In an emergency this puzzle would have been totally unacceptable. There are other design defects like a carrying bag with many straps ad velcro ties that delay access to the equipment and non-intuitive graphical instructions that among other things begin with step 2 with no step 1 evident. Further I called the MFR assistance number located on the AED but received a recording that it was only open during narrow business hours, the call being placed on a saturday afternoon. I am extremely disturbed that this unit is on the market with such a poor design. I think this issue deserves immediate attention due to the critical nature of the design flaws and the serious risk it introduces to life-saving actions wherever the units are installed.